Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer states their blood glucose level was 124mg/dl, and their sensor reading was 224mg/dl. The difference was found to not be within the acceptable range. The customer states their blood glucose level had been as high as 400mg/dl and low as 50mg/dl. The customer treated the high with manual injection. Troubleshoot was conducted. The customer was advised the sensor may be responding to changes in glucose.